Manufacturer narrative:
Updated sections - d10, h3, h6, h10 analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15544. Related manufacturer reference number: 2017865-2020-15545. It was reported that the patient presented to the electrophysiology lab for a implantable cardioverter defibrillator system extraction due to infection. There were no patient complications noted, and the patient was in stable condition.